Manufacturer narrative:
The root cause and root cause sub class cannot be identified. There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event safety request for investigation. The manufacturing operation employ quality control procedures, which include in- process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is an adverse event for a burn and a risk calculation cannot be determined as there is no known batch number to identify if there were a device malfunction.

Event description:
On 16-may-2024, a spontaneous report from the united states was received via email regarding a female (age not provided) consumer who used a thermacare lower back & hip heat wrap. On (B)(6) 2024, the consumer topically applied a thermacare lower back & hip heat wrap for an unspecified indication. Approximately 6 hours after wearing the product, the consumer took it off. She had red blisters and the skin peeled in the area where the heat wrap was applied. She experienced the area was burning. She treated the area with neosporin. The consumer declined to provide further information.